Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful. Should the device be returned or additional information be received, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic valve, the valve was explanted due to endocarditis.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic, which has an anti-microbial kill on microorganisms, has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. Based on the limited received information, there was no allegation that the endocarditis was related to the device and/or manufacturing valve process. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.